Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The device was successfully restored by the physician and he told the manufacturer representative that it was partially the patient's cause, that she informed him too late regarding the recharger.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a broken recharger. It was reported that it was not possible to switch on the recharger and that there was no response of the recharger if it was put to electricity. In regards to the environmental/external/patient factors that may have led or contributed to the issue, it was reported there was depletion of the implantable neurostimulator (ins). There were no diagnostics or troubleshooting performed. It was also reported that no interventions/actions were taken to resolve the issue, however, it was also reported the issue was resolved at the time of the report. The recharger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they believed the updated serial number was reported by mistake, and that the originally reporter serial number for the recharger, (B)(4), was the correct one.

Manufacturer narrative:
Other applicable component is: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID: 37754, # (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The serial number and implant date of the ins were reported. An updated serial number for the not functioning recharger was also provided. It was noted that this information was confirmed with the healthcare professional.